Event description:
Reporter indicated a patient's vns generator could not be interrogated, indicating a possible generator end-of-life condition. The manufacturer was able to interrogate the generator and it was found to be at end of service. A battery estimation with nearly complete data showed over a year remaining on the battery, suggesting the generator was prematurely at end of service. The patient was asymptomatic. The patient was reimplanted with a new generator and the old generator was returned for product analysis. Analysis of the generator revealed a leaky c6 capacitor, which likely caused the battery to reach end of like prematurely.